Manufacturer narrative:
The lead was returned due to patient death. As received, only the proximal portion of the lead was returned in one piece. Electrical tests did not find any indication of any conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that a visual examination of the lead revealed two external insulation abrasions found proximal to the suture sleeve tie impression which breached the optim sheath only. The cause of the external insulation abrasions was consistent with friction to the device can. Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-33185 and related manufacturer report number: 2017865-2024-33186. It was reported that the patient was admitted to the hospital on (B)(6) 2023. It was observed that the patient was in respiratory arrest with cardiac failure. The patient subsequently expired. The physician believed that a malfunction of the implantable cardioverter defibrillator may have caused or contributed to the patient's respiratory arrest. The physician communicated that the device had either not delivered high voltage therapy, or that there were several instances of the device "firing all the time". The device, right atrial, and right ventricular leads were extracted. Respiratory failure was indicated as the patient's primary cause of death, while the secondary cause was cardiac failure. Further information was requested but not received.